Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased thresholds, sensing issues and loss of capture at max outputs. As a result the lead was explanted and successfully replaced. To date, no adverse patient effects have been reported.